Event description:
It was reported that the rental dreamstation auto CPAP device will be returned due to the user passing away. Currently, there is no information that the death is related to the device. The manufacturer received information alleging death. Medical intervention was not specified. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturer's completed investigation. The rental dreamstation auto CPAP device was returned to a third-party service center as no longer needed. During evaluation, error code e191 was found in the device log, and the error log was cleared. In addition, no faults were found. The device was tested, and all testing passed. The device was returned to loan. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This supplemental report is being submitted to provide the manufacturer's completed investigation. The rental dreamstation auto CPAP device was returned to a third-party service center as no longer needed. During evaluation, error code e191 was found in the device log, and the error log was cleared. In addition, no faults were found. The device was tested, and all testing passed. The device was returned to loan. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.